Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 545 mg/dl at the time of the incident. The customer¿s blood glucose was 547 mg/dl at the time of call. The customer did not treat for their blood glucose levels at the time of call. The customer experienced symptoms like little bit nausea. Recent high blood glucose event began at 45 mints ago. Troubleshooting was performed and no issues with the insulin pump was found. Advised to change entire set, reservoir and insulin and treat per hcp's instructions. Advised to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. Customer¿s blood glucose went down to 538 mg/dl at the end of call. Product will not be returned for analysis.